Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the peeling adhesive was likely due to use stress, handling, or external factors; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps lifting wire on the subject device was broken. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap of adhesive at the distal end, and the adhesive around the lighting lens was peeled off leaving a gap. This report is being submitted for the gap of adhesive/peeling adhesive found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the forceps lifting wire was completely cut. Due to stretching of the angle wire, the play of the angle knob was out of specification. The insertion tube had wrinkling; the curved rubber adhesive was cracked. Scratches were observed on the insertion tube, tip cover, control section, boot, switch box, control cover, up/down knob, up/down angle lock, right/left knob, grip, universal cord, the scope connector side of the universal cord, scope connector, and right/left angle lock. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.